Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
I twas reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose levels ranged from 400-470 mg/dl. Supply changes were performed to address the occlusions. Reportedly, the customer had manual injections as alternate insulin therapy.